Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an endoscopy procedure performed to treat ulcer sites in the lower esophagus and upper stomach on (B)(6) 2013. According to the complainant, the injection gold probe device would not cauterize. No issues were noted with the needle, and no visible damage to the device was noted. The device had been tested before going into the patient and worked without any problems. The device was tried on two different sets of equipment, and still would not work. Therefore, a new gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an injection gold pobe device was used during an endoscopy procedure performed to treat ulcer sites in the lower esophagus and upper stomach on (B)(6) 2013. According to the complainant, the injection gold probe device would not cauterize. No issues were noted with the needle, and no visible damage to the device was noted. The device had been tested before going into the patient and worked without any problems. The device was tried on two different sets of equipment, and still would not work. Therefore, a new gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The patient's exact age is unknown. However, the patient was reported to be middle aged. (B)(4) for the reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.